Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated. The physician made several attempts to place the 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. An anchor technique was tried and was unsuccessful. Upon removal, the stent was found to be crushed. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. Stent damage is consistent with the delivery system encountering some form of restriction . A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release for distribution. A CAPA has been initiated to address this issue. The most probable root cause is operational context.